Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were. Updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. D4: UDI #: (B)(4). Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management. Low o2/oxygen levels in the blood stream is a known post-operative complication due to administration of anesthesia during the procedure. If the complication occurs, this should resolve within 24-48 hours postoperative. Low o2/oxygen levels can also be impacted by the administration of narcotics during the post recovery phase. Narcotic side effects decrease patient¿s alertness and breathing rate, causing the patient to have shallow breathing impacting the amount of oxygen being supplied to the body. As the complaint indicated the patient developed a post-operative complication and it can be implied medical treatment was completed, therefore our complaint category, medical: procedure related would be appropriate. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen lps femoral component catalog # 00599601551 lot # 64336766, nexgen all poly tibia catalog # 00599602312 lot # 64446503. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2019-00318, 0001822565-2019-04827. Remains implanted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient experienced a decrease in oxygen saturation levels requiring home oxygen therapy one day post operative. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.

Event description:
It was further reported the adverse event was resolved approximately fifteen days later with no further intervention noted.